Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Technical support instructed customer to clean speaker holes and reload cartridge to resume insulin. However, customer ran out of insulin with the current cartridge. Customer loaded a new cartridge to resolve the issue.